Event description:
Related manufacturer reference number: 1627487-2023-00152. Related manufacturer reference number: 1627487-2023-00148. It was reported that during a revision procedure the leads were stuck and were unable to be removed.

Manufacturer narrative:
D1: device information and implant date is unknown. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
Additional information received indicates that the leads that were stuck were from 2014 (exact implant date is unknown). Reportedly, only portions of the leads were left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.